Event description:
Subsequent to the previous medwatch report, the additional information was obtained per cine image review by abbott vascular: after medical review, there was no supportive evidence that the complaint mitraclip (cds0701-xtw 00923u113) had been deployed with chordae in addition to the leaflets. The clip grasped the leaflets, close to the annulus. The annulus movement had created a movement effect on the deployed mitraclip. The mitral leaflets were well inserted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. This complaint cine was further reviewed by the abbott vascular medical affairs team concluding ¿there was no supportive evidence that the complaint mitraclip had been deployed with chordae in addition to the leaflets. The clip grasped the leaflets, close to the annulus. The annulus movement had created a movement effect on the deployed mitraclip. The mitral leaflets were well inserted.¿ based on information reviewed and without the device to analyze, a cause for the reported unintended movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6: patient code 2687 removed.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to clip arm movement post deployment. It was reported that on (B)(6) 2020, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4+. The first clip delivery system (cds0701-xtw 00923u113) advanced to the left atrium and all checks were performed above the mitral valve. For grasping, the xtw mitraclip went below the valve and was brought back up for leaflet grasp very quickly. Using echo left ventricular outflow tract (lvot) imaging view, and fluoroscopy, a good, deep grasp with good connection and mr reduction to trace was obtained. The clip was closed to 60 degrees and deployed per instructions for use (IFU) without issue. Post-deployment, and per fluoroscopy, an increase in mr was observed going through the clip. The clip arms did not open post-deployment but rather one clip arm was observed opening and closing or hinging post-deployment. Despite the hinging, the clip remained stable and well seated on the leaflets. As additional treatment, and to further reduce mr, two additional mitraclips, an nt and ntr, were implanted on either side of the xtw mitraclip. The mr was reduced to grade 2-3. There was no adverse patient sequela. Over procedure film re-review, it was possible that the complaint clip, cds0701-xtw 00923u113, had also grasped chordae, along with the leaflets, which would reportedly torque the clip post-deployment and explain the clip arm hinging appearance. There was no other indication that chordae had been grasped. There was no other device issue. On (B)(6) 2020, imaging was performed and the clips appeared stable and well seated. There was no device issue observed. No additional information was provided regarding this issue.